Manufacturer narrative:
This device is not available for return as it is currently still in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode was repositioned due to migration as it was believed to be tunneled through subcutaneous tissue rather than fascia. It was also indicated that there was possible infection. However the field representative present at the revision procedure was unaware of infection. The patient also had a hematoma drained during this procedure. The system is currently still in service. No additional adverse patient effects were reported.